Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during a 24 hour infusion of tacrolimus at a rate of 10.4 ml/hr (dose and volume unknown). It was reported the infusion took an extra 180 minutes. There was no patient injury or medical intervention associated with this event. No additional information is available.